Event description:
Customer reported the stopcock female luer broke during pt use. The user had difficulty connecting and disconnecting an IV set male luer from the ctr stopcock female luer. The user noticed after the interventional radiology procedure was completed the epinephrine IV tubing was kinked and the pt did not receive the epinephrine infusion. The user was trying to switch out the set and was not able to manually disconnect the male luer. The user attempted to disconnect the luers using a kelly clamp and the kelly clamp broke the stopcock female luer. No report of pt harm or med intervention. Although requested, no additional pt or event info was provided.

Manufacturer narrative:
MFR's report date: july 25, 2014. (B)(4). Although requested, the set has not been received. A follow up report will be submitted with investigation results should the set be returned for evaluation.